Manufacturer narrative:
Product event (B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna ¿ adenoid tip; product number: ps300-003; lot number: 0209087260; expiration date: 06-jan-2018; quantity returned: 1. Testing performed: visual inspection: device packaging inspection: one returned plasmablade¿ tna device with attached adenoid tip received inside a manila mailer envelope within a plastic bag with no packaging to fill the negative space. Tyvek® lid returned; the device information was confirmed against the information listed within gch from the tyvek® lid. No paperwork was provided. Device visual inspection: tna adenoid tip is used with excessive eschar and tissue and coagulum build-up on the electrode wire, electrode housing and inside the suction opening. Additionally it was found that the electrode tip housing is melted. The suction opening contains tissue and coagulum build-up. Tna adenoid tip electrode wire is fractured and detached from the electrode tip housing on one side which visually relates to the reported complaint description, all other components appear in place and intact. Functional inspection: functional inspection was not performed because the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0209087260 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue of ¿wire broke¿ contained in gch was visually confirmed in the laboratory environment. The returned plasmablade¿ tna adenoid tip reveals evidence of electrode fracture and melting of the electrode tip housing. Improper cleaning and use contributes to this failure mode. This complaint has been seen in the past and been addressed through situation analysis (B)(4) and CAPA - (B)(4). It cannot be determined how or when the electrode wire was damaged. This complaint will be tracked and trended within (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the surgeon reported the electrode wire broke on one side of the device housing. The wire to the other side of the device housing and there was no impact to the patient.